Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the abutment site and was treated with oral antibiocits in (B)(6) 2015 (day not reported). The implanted device remains.